Manufacturer narrative:
(B)(4). 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with multiple external devices. The patient stated she did not use or charge the device for about 6-7 months. Surgical intervention will be taken at a later date to address the issue.